Manufacturer narrative:
(B)(4). This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular lead and the right atrial lead were explanted due to a perforation of the heart wall. The patient complained of chest pain post operation and had an increase in thresholds. She was sent for computerized tomography scan and was discovered both leads had perforated. The rv lead had dislodged and moved out the anterior wall of the apex. The original pacemaker was re implanted. Two passive leads were implanted at the same surgical intervention. Intravenous antibiotics were required. No additional adverse patient effects were reported.